Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. It was reported that the patient did not receive entire infusion and had to go back to the clinic to get rest of infusion. No patient consequences were reported. No adverse effects were reported.